Manufacturer narrative:
One possible lot has been identified for the device: lot# 11268788. A review of the device history record was performed for lot 11268788 and revealed no related issues to this complaint. A lot history search was performed and found no other complaints against lot number 11268788. The complainant indicated that the device will not be returned for evaluation since it was disposed of therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation on that a polaris stent was used during a double j placement procedure, actual event date is not known. According to the complainant, approximately eight days after stent placement, stent migration occurred in the renal part of the kidney. It was noted that the patient had a lot of "indisposition". The stent was removed with an endoscopy basket (brand unknown) and was disposed of. A new stent (unknown) was placed.